Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer changed supplies to address the occlusion alarm and successfully resumed insulin. Customer¿s blood glucose level was 320 mg/dl.